Event description:
Nurse was unable to attach primary IV tubing to a saline lock. The connector that twist onto the saline lock to secure the tubing was oval instead of round. Therefore, the IV tubing was not able to attach to the saline lock.